Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Transmission. Transmissions showed that the patient's pacemaker had false pause episodes due to an under-sensing. No intervention was reported. The patient had no adverse consequences.

Manufacturer narrative:
Correction: b5 - event description updated as no false pause observed and e1 - health care professional name updated.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited undersensing. No intervention was reported. The patient had no adverse consequences.